Event description:
Paramedics responded to a person described as with a gunshot wound to the head. The device was connected to the pt for cardiac monitoring while transporting to the hosp. According to the reporter, the device alarmed "leads off" and would not monitor the pt's ECG. A backup defibrillator/monitor was immediately called for and used while the pt was transported. No adverse effects to the pt were reported as a result of the alleged malfunction.